Event description:
It was reported that the device was used during a laparoscopy blister procedure, the clips didn't close correctly. They opened another device to complete the case. No patient consequence.